Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent comm loss across multiple devices, multiple departments, and multiple floors. The hospitals it team discovered that the issue was with their outdated wlan, aps, and controller. The hospitals it team updated their wlan wireless infrastructure to the current industry standards and reported that everything was connecting and functioning correctly. No patient harm or injury was reported. Investigation summary: customer requested nihon kohden technical support (nk ts) contact clinical (cits) for assistance. During their discussions with the biomed, it was determined that the issue was due to outdated wlan, aps and the controller. The root cause is determined to be the facility's network environment. The facility was operating on old network hardware. The facility upgraded the network hardware to meet the industry standards, which resolved the issue.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent comm loss across multiple devices, multiple departments, and multiple floors. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent communication loss across multiple device(s), multiple departments, and multiple floors. No patient harm was reported. The hospitals it team discovered that the issue was with their outdated wlan, aps, and controller. The hospitals it team updated their wireless infrastructure wlan to current industry standards and reports that everything is connecting and functioning correctly. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns, but the model number(s), serial number(s) are no information as the customer did not provide the informtion. Gz telemetry: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent communication loss across multiple device(s), multiple departments, and multiple floors. No patient harm was reported. The hospitals it team discovered that the issue was with their outdated wlan, aps, and controller. The hospitals it team updated their wireless infrastructure wlan to current industry standards and reports that everything is connecting and functioning correctly.